Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the patient's implantable cardioverter defibrillator was undersensing on the ventricular channel. No intervention was performed. The patient was stable and would continue to be monitored.